Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v390371, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v383867, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot # v181339, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot # v188124, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. It was noted that the patient met with the manufacturing representative for regular reprogramming and the ¿left side of her back wasn¿t covering as well as it had been.¿ it was noted that impedance testing was performed and revealed that 7 and 13 were greater than 10,000 ohms. It was noted that 7 was active in one of the programs, so the manufacturing representative removed it and the patient was happy with the coverage. It was noted that the patient was doing fine at the time of the report and was receiving effective therapy.